Event description:
The customer was admitted to the emergency room due to high bgs and released the night before the call. It was informed that their bgs continued to remain high even after customer bolused and changed their infusion set. Troubleshooting was performed. The programming and histories on the pump were correct. However, the time was incorrect. The customer did not reset the time. It must have reset on its own. Also the alarm history was reviewed and showed an alarm.